Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the ipg received the 'elective replacement indicator'. As a result, surgical intervention was undertaken on 31oct2024 wherein the ipg was explanted and replaced to address the issue.